Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 65 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and the issue turns out to be that the customer was not clearing out previous alarms on the pump before changing the battery. The customer was assisted with clearing the alarms and the insulin pump started working as designed. The customer was advised to monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.